Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a procedure, after the spin cycle was complete, the prp began to be filtered into the 10ml syringe. The surgeon stated the whole blood was emptied into the prp syringe, causing it to overflow.